Manufacturer narrative:
Strips not available for return.

Event description:
Caller reported compact system blood glucose results of 445 mg/dl, 190 mg/dl, and 270 mg/dl within 10 minutes. No adverse event was reported. Strips not available for return, replacement sent.